Manufacturer narrative:
Concomitant medical product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Additional review determined that the previously reported information pertaining to this manufacturer's report # 2182207-2020-00097 [incision reopened, anchor exposed] was previously reported. Additional information regarding this event will now be reported under manufacturing number 3004209178-2019-23693 [pump/catheter erosion through skin]. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported the hcp initially reported the information to the rep. The event occurred on (B)(6) 2019. The pump and catheter serial numbers were provided. It was noted the situation has been resolved. The pump and catheter were discarded. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient was brought back to the operating room (or) for removal of pump and catheter. It was noted the patient's incision reopened in their back their anchor was exposed. Therefore, the patient's entire system was explanted on (B)(6) 2020. No further information was reported. No further complications were reported/anticipated.